Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to infection, inflammation and edema. Additional information indicates that the patient had also pus in the pocket. There were no additional adverse patient effects reported. The pacemaker was explanted.